Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and multiple back operations. It was reported the patient was unable to charge. The patient saw the reposition antenna screen on the implantable neurostimulator recharger (insr). The patient could not communicate with another external device and was getting the poor communication screen on the patient programmer (pp). The last time the patient successfully charge was about 5 weeks prior to this report. No patient symptoms were reported regarding this event. Additional information received from the patient reported that steps had been taken to replace the battery in order to resolve inability to charge and communication issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.